Manufacturer narrative:
Unit passed displacement and self tests. However, unable to communicate with carelink pro due to moisture damaged pcba1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had connection issue. No harm requiring medical intervention was reported. The device will be return for analysis.